Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to shortness of breath and fatigue. During the hospitalization, the customer experienced blood glucose levels over 400 mg/dl due to the infusion set disconnecting at the quick release. After the customer re-connected the quick release, the customer's blood glucose levels went back to normal. The customer also stated that she may have tugged on the tubing accidentally. Nothing further was reported.